Manufacturer narrative:
Batch review performed on 09-sep-2022: lot 2011562: (B)(4) items manufactured and released on 10-feb-2021. Expiration date: 2026-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Additional component involved: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 2009390: (B)(4) items manufactured and released on 15-jan-2021. Expiration date: 2026-01-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 year and 2 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.